Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("migration of essure device location of device: 8mm into the endometrial space"), device expulsion ("migration of essure device location of device: 8mm into the endometrial space"), salpingitis ("reproductive system disorder or condition type of disorder or condition chronic salpingitis") and pelvic pain ("sharp pelvic pain/pain") in a 34-year-old female patient who had essure (batch no. B94868) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient didn¿t undergone essure confirmation test." The patient's past medical history included low back pain (recovered prior to essure), gravida ii, parity 2 and chickenpox. Concurrent conditions included vaginal delivery, uterine fibroids, myalgia, abdominal pain and excessive menstruation. In 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/abnormal bleeding (vaginal, menorrhagia)"), alopecia ("hair loss"), metrorrhagia ("metrorrhagia") and back pain ("lower back pain/back ache"). On (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), abdominal pain lower ("experiencing cramping/cramping"), irritability ("hormonal changes describe: irritability"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines / headaches"), headache ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), weight decreased ("weight loss/weight gain/loss type: weight loss") and iron deficiency ("iron deficiency"). On (B)(6) 2015, 1 year 3 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dizziness ("dizziness"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), investigation noncompliance ("did not undergo a hysterosalpingogram (hsg) test"), fatigue ("fatigue") and arthralgia ("joint pain"). The patient was treated with surgery (hysteroscopy, bilateral partial salpingectomy, cornual dissection, and removal of foreign body x2), surgery (hysteroscopy, bilateral partial salpingectomy, cornual dissection, and removal of foreign body x2), surgery (hysteroscopy, bilateral partial salpingectomy, cornual dissection, and removal of foreign body x2) and surgery (hysterectomy and laparoscopic bilateral partial salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the embedded device, device expulsion, salpingitis, abdominal pain lower, investigation noncompliance, irritability, vaginal haemorrhage, menorrhagia, female sexual dysfunction, migraine, headache, nausea, dysmenorrhoea, dyspareunia, fatigue, weight decreased, alopecia, metrorrhagia, iron deficiency, back pain and dizziness outcome was unknown and the pelvic pain and arthralgia was resolving. The reporter considered abdominal pain lower, alopecia, arthralgia, back pain, device expulsion, dizziness, dysmenorrhoea, dyspareunia, embedded device, fatigue, female sexual dysfunction, headache, investigation noncompliance, iron deficiency, irritability, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, salpingitis, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: on or about (B)(6) 2015, plaintiff saw her physician and underwent a diagnostic hysterectomy and laparoscopic bilateral partial hysterectomy (interpreted as salpingectomy), corneal dissection and removal of foreign body. Plaintiff was forced to undergo a major surgery as a result of her essure implants, precisely what she was seeking to avoid when selecting the device over tubal ligation. A coil was placed into the fallopian tube. Three leading coils were noted. The same procedure was repeated on the opposite side with three coils noted. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, fatigue, arthralgia, hair loss, iron deficiency. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-aug-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("migration of essure device location of device: 8mm into the endometrial space"), device expulsion ("migration of essure device location of device: 8mm into the endometrial space"), salpingitis ("reproductive system disorder or condition type of disorder or condition chronic salpingitis") and pelvic pain ("sharp pelvic pain/pain") in a 34-year-old female patient who had essure (batch no. B94868) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient didn¿t undergone essure confirmation test.". The patient's past medical history included low back pain (recovered prior to essure), gravida ii, parity 2 and chickenpox. Concurrent conditions included vaginal delivery, uterine fibroids, myalgia, abdominal pain and excessive menstruation. In 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/abnormal bleeding (vaginal, menorrhagia)"), alopecia ("hair loss"), metrorrhagia ("metrorrhagia") and back pain ("lower back pain/back ache"). On (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), abdominal pain lower ("experiencing cramping/cramping"), irritability ("hormonal changes describe: irritability"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines / headaches"), headache ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), weight decreased ("weight loss/weight gain/loss type: weight loss") and iron deficiency ("iron deficiency"). On (B)(6) 2015, 1 year 3 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dizziness ("dizziness"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), investigation noncompliance ("did not undergo a hysterosalpingogram (hsg) test"), fatigue ("fatigue") and arthralgia ("joint pain"). The patient was treated with surgery (hysteroscopy, bilateral partial salpingectomy, cornual dissection, and removal of foreign body x2), surgery (hysteroscopy, bilateral partial salpingectomy, cornual dissection, and removal of foreign body x2), surgery (hysteroscopy, bilateral partial salpingectomy, cornual dissection, and removal of foreign body x2) and surgery (hysterectomy and laparoscopic bilateral partial salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the embedded device, device expulsion, salpingitis, abdominal pain lower, investigation noncompliance, irritability, vaginal haemorrhage, menorrhagia, female sexual dysfunction, migraine, headache, nausea, dysmenorrhoea, dyspareunia, fatigue, weight decreased, alopecia, metrorrhagia, iron deficiency, back pain and dizziness outcome was unknown and the pelvic pain and arthralgia was resolving. The reporter considered abdominal pain lower, alopecia, arthralgia, back pain, device expulsion, dizziness, dysmenorrhoea, dyspareunia, embedded device, fatigue, female sexual dysfunction, headache, investigation noncompliance, iron deficiency, irritability, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, salpingitis, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: on or about (B)(6) 2015, plaintiff saw her physician and underwent a diagnostic hysterectomy and laparoscopic bilateral partial hysterectomy (interpreted as salpingectomy), corneal dissection and removal of foreign body. Plaintiff was forced to undergo a major surgery as a result of her essure implants, precisely what she was seeking to avoid when selecting the device over tubal ligation. A coil was placed into the fallopian tube. Three leading coils were noted. The same procedure was repeated on the opposite side with three coils noted . Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, fatigue, arthralgia, hair loss, iron deficiency. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and mr received. Events per pfs: hormonal changes describe: irritability, abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), migraines / headaches, reproductive system disorder or condition type of disorder or condition chronic salpingitis, migration of essure device location of device: 8mm into the endometrial space, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, fatigue, weight loss, hair loss were added. Patient's medical history was updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("sharp pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("experiencing cramping") and investigation noncompliance ("did not undergo a hysterosalpingogram (hsg) test"). The patient was treated with surgery (hysterectomy and laparoscopic bilateral partial salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain lower and investigation noncompliance outcome was unknown. The reporter considered abdominal pain lower, investigation noncompliance and pelvic pain to be related to essure. The reporter commented: on or about (B)(6) 2015, plaintiff saw her physician and underwent a diagnostic hysterectomy and laparoscopic bilateral partial hysterectomy (interpreted as salpingectomy), corneal dissection and removal of foreign body. Plaintiff was forced to undergo a major surgery as a result of her essure implants, precisely what she was seeking to avoid when selecting the device over tubal ligation. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.